Event description:
The complainant alleged an allergic reaction following the use of silicone sheeting. The silicone sheeting was used to treat heat burns with scarring. The product had been used since 2000 without complication. Following 30 hrs of continuous use, the complainant alleged experiencing a severe rash (all red) and rough skin which was flaking. In addition, three of the four wound areas were properly healed prior to initial application; the fourth still exhibiting redness. The fourth area was the first area to show signs of the reported reaction, with the remaining areas following.